Event description:
Additional information was received from a patient and it was reported that the patient had an appointment with a nurse and a manufacturer¿s representative (rep) on (B)(6) 2016. The patient also reported that the shocking/jolting had been partially resolved and tests were done but the patient had not been contacted by doctor or nurse for follow up or results. The patient reported that the rep tested the unit and the unit was turned off. The patient reported they had entered a facility that had not signage posted that they had metal detector security scanners at entryway and once through the door 2 leads already entered the scanner.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient went to class on the morning of the call and she got ¿zapped" " knocked on my butt" "I felt it on my arm, face, everything hurt". The patient stated she could feel her fingers tingling; her classmates told her, her words were coming out backwards. It was also mentioned that about 6 months prior she had a fall and did not have the ins/leads checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.